Manufacturer narrative:
Device available for evaluation: received, not yet evaluated. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned open ended axxcess ureteral catheter revealed the catheter was torn into three (3) fragments; all three pieces were returned. It does not appear that any of the fragments were left inside the patient. The torn ends of the catheter were jagged. The torn ends also had sections that looked like it was pinched on opposite sides of the tear; this may indicate the catheter was kinked and pinched which may have caused the tears. A kink was also found on the proximal fragment of the catheter. The event information indicates that the defect was identified inside the patient during the procedure, so it is most likely that due to some aspect of the procedure, the device was torn. It was not possible to determine if the tears were due to an interaction with another device, use, or procedural/anatomical aspects. Therefore, the most probable root cause for this event is determined to be undeterminable. A review of the device history record was performed and revealed no issues related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an open ended axxcess ureteral catheter was used in a combined cystoscopy with a retrograde stent placement procedure on (B)(6), 2011. The patient was reported to be a male, (B)(6), weighing (B)(6). According to the complainant, during the procedure the ureteral access catheter broke into three pieces by some unknown and unconfirmed means. All of the fragments were recovered from the bladder, also by some unknown and unconfirmed means. A new access catheter was given to the sterile field and the case was completed without incident. There were no adverse effects or complications noted and the patient's condition was reported as being stable.

Event description:
It was reported to boston scientific corporation that an open ended axxcess ureteral catheter was used in a combined cystoscopy with a retrograde stent placement procedure on (B)(6) 2011. The patient was reported to be a male, (B)(6). According to the complainant, during the procedure, the ureteral access catheter broke into three pieces by some unknown and unconfirmed means. All of the fragments were recovered from the bladder, also by some unknown and unconfirmed means. A new access catheter was given to the sterile field and the case was completed without incident. There were no adverse effects or complications noted and the patient's condition was reported as being stable.

Event description:
It was reported to boston scientific corporation that an open ended axxcess ureteral catheter was used in a combined cystoscopy with a retrograde stent placement procedure on (B)(6), 2011. The patient was reported to be a male, (B)(6). According to the complainant, during the procedure the ureteral access catheter broke into three pieces by some unknown and unconfirmed means. All of the fragments were recovered from the bladder, also by some unknown and unconfirmed means. A new access catheter was given to the sterile field and the case was completed without incident. There were no adverse effects or complications noted and the patient's condition was reported as being stable.